Event description:
It was reported that the pump's wake button was less responsive, requiring multiple presses. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.